Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn and partially separated. Both the probe tip and the grasping section had contact marks with each other. The probe was not broken. When we closed the grasping section and activated seal mode, short circuit error was not reproduced. The manufacturing history was reviewed, with no irregularities noted. This type of an error and the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that an error and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is one of the two reports. Cross reference MFR. Report number 8010047-2016-01481.

Event description:
During a procedure of upper digestive tract, the subject device was used. At the early stage from the beginning of use, unspecified error occurred. The user exchanged it with the 2nd device of tb-0535fc and continued the procedure. However, unspecified error occurred at the early stage from the beginning of use. The procedure was completed with a different device. There was no patient injury reported. Olympus medical systems corp. (Omsc) received two devices of tb-0535fc for evaluation. As a result of evaluation of omsc on november 7, 2016, omsc confirmed that the ptfe pad of the first device was damaged but the damage did not correspond to the criteria of MDR, the ptfe pad of the 2nd device was partially separated and the coating of grasping section was partially missing. And it was not reported that the fragment of the coating fell into the patient. This MDR is regarding the separation of the pad.